Event description:
It was reported that undersensing with report of arrhythmia due to atrial beats aligning with right ventricular pacing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.